Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the asp synchronized service stopped. A technical support specialist (tss) remotely accessed the cabinet and updated the service uniform resource locator (url) and the service was restarted, restoring record synchronization. Although a large backlog of records initially began syncing, synchronization later completed successfully with no pending records. The cabinet was confirmed fully synchronized, and the case was closed. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower cabinet experienced syncing issues, resulting in patient data not populating. There were no adverse events or injuries reported based on this event.